Event description:
It was reported by provider that both the hand grips and the drive wheels are worn out on the t4 wheel chair. The provider states this wheelchair is used in an airport with no specific ed user. The provider didn't have the serial number nor additional information regarding the issue.